Event description:
Patient reports implanted pump does not provide medication consistently. Sometimes gives too much and other times not enough. Also, patient is unhappy that they must travel for medication refills.